Event description:
While doing a colonoscopy, md asked for biopsy forceps. Md stated it felt rough going down the scope channel. When the forceps got to the end of the scope there was a metal wire that was partially pushed out of the scope. Forceps were withdrawn and wire came back in the scope channel. Scope was withdrawn from patient and new scope used to complete colonoscopy. Upon examination of forceps, the center needle and one of the operating wires were missing. Manufacturer response for radial jaw 4, radial jaw 4 (per site reporter). They are in the process of retrieving the device.